Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of saccular thoracic aortic aneurysm. Current aneurysm and vessel morphology was reported as the diameter of the non-aneurysmal central regio cervicalis laterals was 30mm. The maximum vessel diameter of the aortic aneurysm was 39mm and the length between the top arch and the proximal aneurysm was 30mm. The diameter of the non-aneurysmal peripheral regio cervicalis lateralis was 27mm. The aneurysm length was 20mm, and the length between the bottom arch and proximal aneurysm was 30mm. There is no calcification or thrombus of the area from puncture site to lesion site. It was reported that the patient has a new saccular aneurysm about 4cm in diameter near the proximal bare side of the talent stent graft. The physician elected to implant a valiant stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: lack of information (unknown cause of aneurysm enlargement); inherent risk of procedure (aneurysm expansion). Conclusion: lack of information (unknown cause of aneurysm enlargement).